Event description:
The event involved an unspecified transducer with unknow list number and lot number. The reporter stated that nivolumab had finished infusing when and saline was flushing through at same rate 210ml/hr. The filter was sitting on the gentleman's shirt and it was observed that the saline leaked onto his shirt. There was no reported delay in therapy and not harm was associated with this event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Manufacturer narrative:
The reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer. Lot history review could not be conducted because no lot number(s) was/were identified.